Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a "burning smell from inside the unit when batteries are installed" was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be provided for this condition. Since no cause could be determined no repairs were performed for this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with "burning smell from inside the unit when batteries are installed". This event occurred during biomed inspection in biomed service. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Should additional information be received, a follow-up medwatch will be submitted.